Event description:
During follow-up, loss of capture, decreased sensing, decreased pacing impedance and noise resulting in oversensing was observed on the right ventricular (rv) lead. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.